Event description:
It was reported that 5 months after a drug eluting stenting treatment procedure, an aneurysm was detected. The lesion being treated was a mildly calcified, 80% stenotic lesion in a mildly tortuous circumflex artery (cx). The lesion was pre-dilated with a 3.0 x 15 mm quantum maverick balloon. After pre-dilation the physician successfully deployed a taxus liberte - 3.0 x 24 mm drug eluting stent. The pt was discharged with a regimen of plavix. 5 months post procedure, a follow-up angiogram was done. The angiogram revealed that the taxus stented segment developed an aneurysm. No intervention was done to the aneurysm. It is noted the physician thinks the paclitaxel may have caused the aneurysm. No further patient injuries or complications were reported. Patient status is reported as "stable".